Manufacturer narrative:
The reported event was confirmed, cause unknown. Evaluation of the sample noted: a bd purewick urine collection system, pump tubing, collection canister with lid, collector tubing with elbow connector and external power cord were returned. There were no cracks present. There was no residue present. The stop valve was working properly. There were no light and no sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was a heavy amount of residue and corrosion on the returned pcba. There was also a heavy amount of white residue in the inner tubing next to the motor. The device failed tm0301240, revision 3 with a value of 0.000 slpm at device start and 0.000 slpm at 10 seconds with the returned pcba and battery. A review of afmea ra0301678 revision 8 was reviewed for this investigation. The reported event is addressed in step/item #73. Based on this review the risk is within the expected range. A review of dfmea ra0301710 revision 11 was reviewed for this investigation. The reported event is addressed in step/item #10.06 and 11.09. Based on this review the risk is within the expected range. (B)(4), rev 1 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said the pw shows a solid light, but the motor will not engage. Troubleshooting was not performed. It is unclear if the lot number was requested. No medical intervention or patient impact was reported. No additional information provided. Used with female wicks per, man via phone on (B)(6) 2025 it was reported, no additional information is available. No follow-up attempts are required.